Event description:
Bayer case number: (B)(4). Menorrhagia (more than a month of heavy bleeding [menorrhagia], hyperferritinaemia, diffuse adenomyosis, intense muscle and joint pain [arthromyalgia], significant fatigue, sleep difficulties, dry eyes, dizziness, memory disturbances, aphasia (I have difficulty finding my words) [aphasia], showing that I am exposed to tin. [Heavy metal poisoning], weight gain. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 18-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("menorrhagia (more than a month of heavy bleeding") in a 50-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2023 she experienced hyperferritinaemia ("hyperferritinaemia"), adenomyosis ("diffuse adenomyosis"), arthralgia ("intense muscle and joint pain"), fatigue ("significant fatigue"), insomnia ("sleep difficulties"), dry eye (" dry eyes"), dizziness ("dizziness"), memory impairment ("memory disturbances") and aphasia ("aphasia (I have difficulty finding my words)"). In (B)(6) 2023 she experienced heavy menstrual bleeding (seriousness criterion medically important). On unknown date she experienced metal poisoning ("showing that I am exposed to tin.") And was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, hyperferritinaemia, adenomyosis, arthralgia, fatigue, insomnia, dry eye, dizziness, memory impairment, aphasia, metal poisoning or weight increased. The reporter commented: patient¿s current status: severe general fatigue (physical and psychological). The symptoms are getting worse and worse and are increasingly hard to cope with. I am considering removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81 kg. [Blood test] in 2023: showed hyperferritinaemia during this period. [Heavy metal test (< 1 g)] on 11-apr-2025: < 2.00 g/l. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Menorrhagia (more than a month of heavy bleeding [menorrhagia] hyperferritinaemia [hyperferritinaemia] diffuse adenomyosis [adenomyosis] intense muscle and joint pain [arthromyalgia] significant fatigue [fatigue] sleep difficulties [difficulty sleeping] dry eyes [dry eyes] dizziness [dizziness] memory disturbances [memory disturbance] aphasia (I have difficulty finding my words) [aphasia] showing that I am exposed to tin. [Heavy metal poisoning] weight gain [weight gain] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 18-jul-2025. The most recent information was received on 31-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("menorrhagia (more than a month of heavy bleeding") in a 50 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 20-nov-2013, the patient had essure inserted. In february 2023 she experienced hyperferritinaemia ("hyperferritinaemia"), adenomyosis ("diffuse adenomyosis"), arthralgia ("intense muscle and joint pain"), fatigue ("significant fatigue"), insomnia ("sleep difficulties"), dry eye ("dry eyes"), dizziness ("dizziness"), memory impairment ("memory disturbances") and aphasia ("aphasia (I have difficulty finding my words)"). In march 2023 she experienced heavy menstrual bleeding (seriousness criterion medically important). On unknown date she experienced metal poisoning ("showing that I am exposed to tin.") And was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, hyperferritinaemia, adenomyosis, arthralgia, fatigue, insomnia, dry eye, dizziness, memory impairment, aphasia, metal poisoning or weight increased. The reporter commented: patient¿s current status: severe general fatigue (physical and psychological). The symptoms are getting worse and worse and are increasingly hard to cope with. I am considering removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81 kg. [Blood test] in 2023: showed hyperferritinaemia during this period [heavy metal test (< 1 ¿g)] on 11-apr-2025: < 2.00 ¿g/l quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jul-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.